Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. A follow-up report will be submitted if product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor detachment by bumping into something and as a result, customer required unspecified third-party intervention. No further information was provided. There was no report of death or permanent injury associated with this event.